Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed even after a reboot. The field service engineer (fse) found that the drawer controller board had failed. The fse replaced the full-height legacy drawer, tested all drawers and slides, and opened the top cover to check the connections in the electronics drawer and dust was removed from under the top cover. A final test was performed and passed successfully. The system functioned as intended after the field service engineer repaired the device.